Manufacturer narrative:
Conclusion: the device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 (pc400) coil. During the procedure, the physician attempted to retract a pc400 coil into the introducer sheath. The pc400 coil could not advance more than five centimeters into the introducer sheath. The physician removed the pc400 coil from the patient and successfully continued the procedure using a new coil. The patient's condition was good. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: the coil was stretched approximately 7.0 cm from the distal tip. The pusher assembly was kinked approximately 5.0 cm from the proximal end. The outer diameter of the coil was measured within specification. Conclusion: the complaint has been evaluated. The compliant indicated the physician felt resistance during removal of the penumbra coil 400 from the microcatheter. Evaluation of the returned product confirmed that the coil was stretched. This type of damage typically occurs if the device was improperly handled during use. If the introducer sheath is not inserted inside the rotating hemostasis valve (rhv) correctly during the removal of the coil from the microcatheter, it is likely that damage will occur. This damage could have created the resistance that was mentioned in the complaint. The coil outer diameter was measured and found to be within specification. There was no damage to the coil's introducer sheath that could have created resistance. These devices are 100% functional tested during process inspection and visually inspected for damage. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.